Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had an overfill that occurred on the homechoice (hc) device. The hp reported that they had a double fill the previous night, during fill one. The technical service representative (tsr) checked the program setting for the hc and found that the initial drain alarm (ida) setting was set for 0ml. The hp reported that they drained out 10ml before the hc moved to fill one. The hp had completed a manual fill before connecting to the hc. The hp stated that they had adjusted the ida setting and never adjusted it back to the normal setting. The hp drained about 3800 ml, after initial fill of 2000 ml, and the last fill volume had been 1500 ml. The tsr instructed the hp to contact the registered nurse (rn) so the settings could be adjusted back to normal. There was no adverse event indicated at the time of the report. No additional information is available.